Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited interrogation issues. This device was also noted to have no magnet response. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited interrogation issues. This device was also noted to have no magnet response. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.